Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of knife wire of the sphincterotome being broken near the proximal end. A portion of the proximal end of the wire was pulled into the tube sheath. The evaluation noted evidence of thermal damage on the location of the wire detachment, which is indicative of high power setting or that the device may have contacted metal on the endoscope or some other device while the knife was activated. The cause of the user's experience could not conclusively be determined. This report is being submitted as an MDR in abundance of caution.

Event description:
The user facility reported that after having performed a sphincterotomy, the wire on the sphincterome broke. The user facility reported that no other sphincterotome was used as the sphincterotomy was sufficient, and the physician was able to successfully place the stent. The procedure was completed with the equipment, and there was no pt injury reported.